Manufacturer narrative:
Analysis of the implantable infusion catheter (s/n (B)(4)) found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 15-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 351 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. It was reported that during the pump replacement procedure due to eri (elective replacement indicator), the catheter was tested but the hcp was unable to aspirate it. He first attempted aspiration through the cap (catheter access port) and was unsuccessful and then he cut the catheter distal to the collet but still no flow. He then went to the spinal incision and cut it but still no flow. At that point, he decided to replace the entire catheter. The patient was asymptomatic and there were no reported environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted tobe resolved, and it was indicated that the hcp had no further information to provide regarding the event.